Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MDR ID# 2134265-2013-01841. Same case as MDR ID# 2134265-2013-01845. (B)(4). (B)(6) 2011 - the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was in-stent restenosis of a previously placed taxus liberte stent that was placed in (B)(6) 2010. The 95% stenosis and 16mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.8mm. The in-stent restenosis was treated with direct stent placement of a 2.50x20mm ion stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with episodes of chest pain at rest and with exertion associated with nausea and fatigue which was relieved with nitroglycerine and was subsequently hospitalized. Angiography without revascularization revealed 70% restenosis of the previously placed ion study stent and the taxus liberte stent that were placed in the mid left anterior descending artery; 80-90% diffuse distal restenosis of the previously placed study stent and taxus liberte stent located in the distal segment of the stent. The patient was scheduled for revascularization of in-stent restenosis in the proximal left anterior descending artery. In (B)(6) 2013 the patient was scheduled for revascularization of in-stent restenosis in the proximal left anterior descending artery due to severe coronary artery disease. The 90% diffuse in-stent restenosis of the previously placed study stent located in the long lesion extending from proximal left anterior descending artery to distal left anterior descending artery and 70% stenosis at the bifurcation of left anterior descending artery and diagonal. The patient was treated with coronary bypass graft from the left internal mammary artery to the left anterior descending artery and reverse superior vein graft to 1st diagonal. The events were considered resolved without residual effects and the patient was discharged on the same day.